Manufacturer narrative:
The device history records have been reviewed and no non-conformances were identified. The device has reached its end of life (maximum extension), and requires replacement. Patient underwent a successful revision surgery for a distal femur jts, with no reported complications. The prior distal femur jts had reached its maximum extension potential. The jts extendible implant is designed with a life span related to the total designed extension. Where the joint is typically implanted to juveniles, revision due to maximum extension reached is common and unavoidable. Device not returned.

Event description:
The custom jts device has reached its maximum extension, therefore a revision procedure is being scheduled. The surgeon also noted that the cemented femoral stem appears to be loose (i.e., mechanical loosening with no signs of infection), thus replacement of the femoral component is necessary.

Manufacturer narrative:
The device history records have been reviewed and no non-conformances were identified. The device has reached its end of life (maximum extension), and requires replacement. The investigation is ongoing and a supplemental report will be provided.

Event description:
The custom jts device has reached its maximum extension, therefore a revision procedure is being scheduled. The surgeon also noted that the cemented femoral stem appears to be loose (i.e., mechanical loosening with no signs of infection), thus replacement of the femoral component is necessary.